Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovered from the peritonitis event. Physical therapy was ongoing. Action with extraneal therapy was not reported. On an unreported date, the patient was discharged from the hospital. No additional information is available.